Manufacturer narrative:
The investigation for the reported insertion/removal issues has been completed. Pump was not returned for investigation. Data logs were returned and it was observed exactly as mentioned in the clinical information that low flows of 1.5l/min were seen at p9. Previous to the complaint pump, another pump was used which had a similar cannula kink observed leading to low flows. Per the clinical information and data logs, the root cause of the low flow issue was most likely a kinked cannula due to tavr interaction. D4-updated model number in accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 76-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. However, after the impella pump was placed, it was removed after it interfered with the right coronary artery catheter engagement. The team proceeded with a valvuloplasty. There was no report of an adverse effect to the patient.